Event description:
The customer reported that after 20 mins and 800ml of whole blood processed the nurse stopped the procedure when it was noticed that no acd had been delivered. The acd clamp on the kit was closed during the procedure and there was no fluid flow. While removing the needle from the arm of the donor the nurse noticed clotting in the return line. Dr saw the donor and stated donor was in good condition. The donor drank fluids in the center cafeteria and left. Dr stated that it is routine procedure to inform any donor that if any abnormal symptom is experienced, the blood center should be contacted. The donor left the center in good condition and the follow up the next day was unremarkable.